Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, four increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2012 17:07:45. During night drain cycle ten, the patient's ultrafiltration reading was 648ml, indicating the home patient (hp) drained 648ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.